Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was completely removed and the procedure was completed with a 2.0 x 12 fg emerge balloon catheter . There were no patient complications nor injuries reported.